Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer blood glucose level was 350 mg/dl. Customer reported that the drive support cap appears normal. Customer did not report motor position encoder error. Customer was able to complete pump rewind. The customer received two motor errors in last. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.